Manufacturer narrative:
Ortho field engineer (fe) went on-site. Fe contacted ortho 2nd level support (tsc) for additional support on (B)(4) 2018. Tsc reviewed the images and confirmed the gel camera read all correctly and indicated the provue only reads one side of the card. Tsc confirmed a small degree of cells or a bump above cell#2 which appears to be below the gel camera's threshold of detection. Sample 2 of 2. (B)(4).

Event description:
False negative on provue analyzer serial (B)(4), for an anti-c (small c). Customer initially tested the patient sample on (B)(6), on provue sn (B)(4), and obtained a negative reaction on all three 0.8% surgiscreen cells. Because this is a known patient with an anti-c (small c), customer reran another sample from the same patient (a second sample taken at the same time) and obtained again a negative reaction on provue sn (B)(4), on all three 0.8% surgiscreen cells. Customer reran that sample on their other provue analyzer (B)(4), and obtained a 1+ reaction with 0.8% surgiscreen cell 2. Customer reran the patient sample using the manual gel method (incubation 15 min), and obtained a weak reaction with 0.8% surgiscreen cell 2. Customer reported no reactivity with cell 3 (c positive) on either provue; very weak reactivity was observed in manual testing. Qc are adequate. Summary: initial testing on 1st patient sample: date: (B)(6). On provue analyzer (B)(4). Result: negative. Reruns testing on second patient sample: date: (B)(6). On provue analyzer (B)(4). Result: negative. On provue analyzer (B)(4). Result: cell 2: 1+. On manual gel. Result: cell 2: weak. Customer ran a panel, and confirmed the anti-c (small c). The same lot of mts igg gel cards and 0.8% surgiscreen (different sets on the two provue instruments) were used on the 2 provue analyzers and on the manual gel. Lot: igg gel cards: 053018001-03, exp: march 27 2019. 0.8% surgiscreen: lot vss030, exp: oct 9 2018. 0.8% panel a: lot vra310. Complainant name: same as reporter. Complainant phone: same as reporter. Complainant e-mail: same as reporter. Problem description: issue started on: (B)(6) 2018. Frequency: 2 samples from the same patient. Sample ID: not provided. Actions taken by customer: reruns on the other provue analyzer and on manual gel method